Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a no delivery on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reports the alarm was resolved by a complete set change. The customer was advised to call when the alarm occurs in order to troubleshoot. The reported that he had a motor error alarm on the insulin pump. The customer was advised that the insulin pump will need to replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider. The customer had battery outlimit on the insulin pump. The customer was advised troubleshooting to monitor insulin pump. The customer stated also that he had a failed battery test. The customer was advised to insert new aaa alkaline battery. The customer did not receive failed battery test. The customer reported of the low battery on the insulin pump. The customer was advised to insert new battery and monitor insulin pump.